Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2025, the patient experienced being in the hospital. The patient report via survey that the ¿second dexcom quit working after 5 days and that they could not change it until they got out of the hospital¿. The patient furthermore stated that ¿it goes off irradiating it to be changed, or if my sugars are too high¿. It is unknown if the cgm malfunction was related to the hospital visit. No further information was available, and multiple attempts to contact the patient for more information, were unsuccessful. There was no documentation of further medical evaluation or intervention. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Event description:
Subsequent to the initial MDR, additional information has been provided. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 3:42 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 9 days and ended due to unknown reasons on (B)(6) 2025. There were no bg calibrations attempted during the sensor session. On the date of the reported allegation (B)(6) 2025), the egvs were above the high threshold for most of the day with several high glucose alerts. The high alert was in quiet mode and sounded at 10% audio volume and repeated every 5 minutes until auto cleared when the egvs fell below the high threshold. All alerts performed as intended. None of the alerts were acknowledged. Between 9:12 am and 12:47 pm the system was in a signal loss event due to a depleted phone battery. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.